Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure a vessel dissection occurred. In (B)(6) 2012, the patient presented with chest pain. The target lesion was located in the om (obtuse marginal). During advancement of a 300cm choice pt guide wire difficulty was encountered crossing the target lesion. Pre dilation was performed with a 3.0mmx20mm non-bsc balloon catheter inflated one time to 8atms/27 seconds and a 3.0mmx12mm non-bsc balloon catheter inflated one time to 8atms/27 seconds. At this point there was evidence that the choice pt guide wire was "falling out of the om" due to lack of guiding support. The choice pt was rewired but encountered difficulty advancing to the target lesion. There was evidence of dissection noted with the abrupt closure of the om branch. For treatment, a 3.0x12mm non-bsc balloon catheter was inflated but dissection was not resolved. A 3.0mmx20mm non-bsc stent was implanted at the dissection but was not successful. An emergent CABG was successfully performed. Eleven days post procedure the patient was discharged in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu "vessel trauma (dissection, perforation, rupture or injury)" is an anticipated adverse event." (B)(4).